Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge as the device will not turn on. Opened receiver, passed internal visual inspection. Through troubleshooting it was determined that u6 is bad, 0.72v output.(should be 3.3v).unable to perform receiver download or functional test because receiver will not turn on. The reported event that the receiver ceased to function was confirmed. The root cause is a defective u6.